Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process. Following the reset, the customer planned to load a new cartridge independently, and the cgm error code did not reappear. The customer successfully initiated a new sensor session.